Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile and experienced multiple postoperative symptoms. The patient¿s symptoms include: fatigue, bilateral weakness in shoulders and arms, swelling on collar bone and back, excessive sweating, and changes in body temperature. Medullary thyroid cancer was confirmed by a physician. The cancer had spread throughout the patient¿s body and surgical removal of the thyroid was scheduled for (B)(6) 2015. The patient was uncertain as to whether the symptoms were related to her cancer, implants, or age-related hormones, and uncertain if the implants are related to her cancer. At the time of this report, mentor has received no information regarding explanation or an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the patient¿s left-sided device.

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly omitted from the previous reports. The patient had indicated that may have experienced capsular contracture (baker grade unknown). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9/6/2019, mentor received an update on the events submitted in the initial report, which includes updates to the event date, patient's symptoms, and explantation date/details. The patient reported that her symptoms began to appear in 2012. In addition to the patient's various symptoms included within the initial report, the patient had also experienced bilateral seroma, inflammatory responses, high blood pressure, chronic pain, fibromyalgia, hashimoto¿s thyroiditis, vitiligo, hypoparathyroidism, adrenal dysfunction, brain fog, gi absorption issues, multiple epidurals and rhizotomies in their spine to treat their back pain, and an unspecified amount of surgeries to remove at least 14 non-functional organs from her body. The patient's physician has not yet provided any documentation of these events. As a result, the patient underwent bilateral explantation on (B)(6) 2019. Manufacturer's reference number: (B)(4).